Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices via a 5f sheath using the pre-close technique prior to an abdominal aortic endoprosthesis procedure. Reportedly, on both proglide devices, when the proglide plunger was removed, no suture was present. The sutures of two new proglide devices were successfully pre-placed and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue/ anterior needle to cuff detachment. Additionally, device analysis revealed an anterior cuff tab was detached and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.